Event description:
Follow-up with the patient¿s healthcare provider indicated that the lead did not migrate, it was fractured. The lead was not explanted. The patient reportedly had an intrathecal pump which was being titrated to effect.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3986a, lot# lc2094, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was turning off. It was reported the patient¿s leads had migrated and stimulation was off. The event reportedly occurred at least a year ago. The patient went to physical therapy due to a frozen shoulder 1-2 years ago. Pt reportedly stretched the patient ¿really well.¿ then, intermittently, the patient would move his neck and he would have issues with the stim until one day it just stopped. The patient reportedly met with the rep who checked the battery and told the patient that the leads had migrated. The implantable neurostimulator (ins) was no longer covering the pain. The rep reportedly checked the ins 1-2 years ago. The patient reportedly could not remember if the rep turned off the stim atone point, or if it turned off by itself. The patient only remembered that it quit working. It was noted they had decided not to do surgery because of where the leads were located and felt the patient would be better off if they left it alone. The patient reportedly felt more pain. The patient outcome was unknown for this event. Follow-up with the rep indicated the rep had no specifics on what happened and never tells patients if their leads have migrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).